Manufacturer narrative:
(B)(4) -no consequences or impact to patient. (B)(4)-device displays error message.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the venous occluder after connecting to perfusion system and set-up in accordance with instruction, showed a error message of "not responding". The user repeated connection of cable after disconnection, which did not change the situation. During the trial of calibration the drive of the occluder made a noise, but the bucket (cylinder) was not moving. Visually, the occluder head cable and connector have no damage. When connecting the head of another occluder from different system-1, to the same module, no errors occured. Per the user, most likely the occluder head malfunctioned and has to be replaced. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the subsidiary site on 16-feb-2016, there was a question mark (?) Over the occluder icon on the central control monitor (ccm) and the color of icon was dark. The light emitting diode (led) on the occluder module was blinking. There was no electrical odor during the time of the event but the drive was buzzing loud, like wanted to start moving (like not enough power).

Manufacturer narrative:
The reported complaint was confirmed. During visual inspection the product surveillance technician (pst) observed no anomalies. He powered on the occluder and observed an error message ¿occluder: not responding". The pst powered off occluder, removed cover and performed internal inspection. He observed linear pot cable to be disconnected from circuit board connector j4. The pst reconnected the linear pot cable to j4 connector, attached cover and powered on. Observed occluder to pass self-test and communicate properly, with no error message observed. Occluder calibration was performed. The pst observed occluder plunger to open and close, calibrate, communicate, and respond to all ccm commands correctly (this was repeated ten times). The reconnection of linear pot cable to circuit board connector j4 restored occluder¿s functionality. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.